Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a vessel below the knee. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the wire tip was torn apart from the wire body and need to use a snare to remove it out. It was also found that the wire became stuck in the 2.5mm x 80mm x 150cm coyote balloon catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter with a 0.014 inch guidewire stuck inside. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged/torn from the distal end to 5mm from the tip. There is multiple buckling to the guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a vessel below the knee. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, it was noted that the wire tip was torn apart from the wire body and need to use a snare to remove it out. It was also found that the wire became stuck in the 2.5mm x 80mm x 150cm coyote balloon catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.